Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level ranged from 124-197 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.